Manufacturer narrative:
The patient experienced left hand numbness/tingling, hypoperfusion and hypotension during the carotid index procedure. The physician also experienced removal difficulty with the precise delivery system (sds) through the deployed stent. At the time of the index procedure, angiography revealed a 90% stenosis to the right ostium of the internal carotid artery. The lesion was described as 30mm in length, concentric, circumferential, arch type I and severely calcified. The reference vessel was 5.0 in diameter. A 6mm angioguard was deployed beyond the target lesion and the lesion was pre-dilated followed by deployment of an 8.0 x 40mm precise pro rx stent. While attempting to remove the sds it appeared to be attached to an internal stent strut. Multiple unsuccessful attempts utilizing different techniques were attempted during which time the patient began having worsening hemodynamic pressures for which a dopamine and neosynephrine drip was initiated. An apex push balloon, a 3.0 x 20, was utilized for dilatation of the stent and ultimately this allowed the stent delivery catheter to be removed. Angiography was performed as the patient was feeling nauseated and no flow was identified through the stent. A pronto aspiration catheter was advanced but would not cross through the stent, therefore post-stent dilatation was attempted, and however, the angioplasty balloon would not cross into the stent for dilatation. Ultimately a nc trek balloon was utilized for multiple inflations within the previously deployed stent and flow was improved with a 50% residual stenosis. An exchange length asahi prowater was utilized to re-cross the stented segment and was used to go alongside the filter as there was a wire bias. The retrieval sheath was then utilized and the angioguard filter was removed successfully with significant atherosclerotic debris identified. There were no air bubbles present. The patient also experienced left hand numbness/tingling, which might have been due to the blood pressure cuff. The event seemed generalized to the hand and resolved very quickly and required no additional treatment. The staff was unable to adequately evaluate the event. It was noted that this event occurred prior to pre-dilation with catheter manipulation. The patient left the angiography suite with no neurological deficits and was discharged two days later due to hypotension. The post nih stroke scale score was 3 and the stroke scale score was 5. Neurology stated that the patient appeared to have no new neurological findings and that the difference in scores can probably be attributed to different personnel completing the exam. In addition, the patient suffers from severe macular degeneration, causing her to be blind on the visual left field and has central visual loss on the right. It was noted that this may have attributed to not only the higher nihss scores, but also maybe the difference in the reporting; as such disabilities complicate the conduction of the nihss. The patient remained asymptomatic. It was noted that the patient¿s loss of vision is not neurological. Per the investigator the neurological event was related to the procedure and not related to the cordis device. Addiitonal information received indicated that the neuro-event occurred prior to pre-dilation. (B)(4); the products were not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. Hypotension, hypoperfusion and the resultant tia like symptoms are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. In this case the account stated that the etiology for the hand numbness may have been due to the blood pressure cuff cutting off the circulation. The function of an embolic protection device is to capture debris during the carotid procedure and prevent it from embolizing downstream into the patients vasculature. If enough debris is dislodged from the arterial wall during the procedure it may fill the filter basket to the point at which it interferes with normal blood flow through the filter resulting in hypoperfusion. This is an inherent risk of the procedure and does not represent a device malfunction. Normal blood flow typically resumes upon removal of the device or removal of the debris in the filter by means of an aspiration catheter. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that the cause of these events was related to the obstructed stent. The interaction between the stent and the delivery system is an inherent risk of the procedure and does not represent a device malfunction. It may be related to vessel characteristics and/or procedural factors. The etiology of the reported hypoperfusion was the obstructed stent and it was not related to the angioguard. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event.

Event description:
As reported via the sapphire registry,the patient experienced left hand numbness/tingling, hypoperfusion and hypotension during the carotid index procedure. There was also removal difficulties with the precise delivery system (lot#15772432). Pre-procedure nih stroke scale was 8 and the stroke scale was 3. The patient was asymptomatic. At the time of the index procedure, angiography revealed 90% stenosis to the right ostium internal carotid artery. The lesion was described as 30mm in length, concentric, circumferential, arch type I and severely calcified. The reference vessel was 5.0 in diameter. A 6mm angioguard (lot#71212495) was deployed beyond the target lesion and the lesion was pre-dilated. A 8.0 x 40mm precise pro rx stent was deployed/implanted in the right internal carotid artery without difficulty. There was difficulty in removal of the stent delivery system. It appeared to be attached to an internal stent strut. A new prowater was utilized and again utilized in a buddy technique, the stent delivery system would not be removed. Angioplasty utilizing a 3.0 apex balloon over the prowater was unsuccessful. The stent delivery system continued to be difficult to remove. The balloon was then removed. A filter wire retrieval sheath was utilized, but it would not go beyond the stent delivery system within the mid shuttle sheath and was subsequently removed. The patient began having worsening hemodynamic pressures and a dopamine drip was initiated. Neosynephrine was required for blood pressure support. An apex push balloon, a 3.0 x 20, was utilized for dilatation of the stent and ultimately this allowed the stent delivery catheter to be removed. Angiography was performed as the patient was feeling nauseated and no flow was identified through the stent. Pronto aspiration catheter was advanced but would not cross through the stent.

Manufacturer narrative:
A post-stent dilatation was performed utilizing 5.0 x 40 angioplasty balloon and it would not cross into the stent for dilatation. A 5.0 x 20 nc trek balloon was utilized for multiple inflations within the previously deployed stent and flow was improved through the stent on angiography. An exchange length asahi prowater was utilized to re-cross the stented segment and was used to go alongside the filter as there was a wire bias. The retrieval sheath was then utilized and the angioguard filter was removed successfully with significant atherosclerotic debris identified. There were no air bubbles present. The patient also experienced left hand numbness/tingling, which might have been due to the blood pressure cuff. The event seemed generalized to hand and resolved very quickly, unable to adequately evaluate. It was noted that this event occurred prior to pre-dilation with catheter manipulation. There was no additional treatment in regards to the reported neurological event. There was 50% residual stenosis. The patient left the angiography suite with no neurological deficits. The patient was discharged two days later due to hypotension. The post nih stroke scale score was 3 and the stroke scale score was 5. Neurology stated that the patient appeared to have no new neurological findings the difference in scores can probably be attributed to different personnel completing the exam. In addition, the patient suffers from severe macular degeneration, causing her to be blind on the left and have central visual loss on the right. It was noted that this may have attributed to not only the higher nihss scores, but also maybe the difference in the reporting, as such disabilities complicate the conduction of the nihss. The patient remained asymptomatic. However, please note that the patient's loss of vision is not neurological. Concomitant medications included clopidogrel pre procedure, during procedure, post procedure and at discharge. She was administered aspirin at pre procedure, post procedure and at discharge. Bivalirudin was administered during the procedure. Per the investigator the neurological event was related to the procedure and not related to the cordis device. Additional information will be submitted within 30 days of receipt.